Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while the surgeon was suturing during a laparoscopic paraesophageal hernia procedure, the needle disengaged from the jaws of the device twice. The device was difficult to toggle, load, and unload. The suture disengaged from the needle. The disengaged needle was retrieved from the patient cavity with graspers, an x-ray did not have to be performed. To complete the procedure, another needle was loaded onto the device. No patient injury or extension in surgical time.